Event description:
Seizure - fell to floor; I was receiving transcranial magnetic stimulation (tms) to treat depression at (B)(6) health under dr (B)(6). The (B)(6) attendant, (B)(6), left before the first cycle. When I realized that there was something wrong (that the tms helmet was not on correctly), I screamed in extreme pain for help, as my arm moved uncontrollably, feeling like it was ripping off. I then lost consciousness. But no one came in response to my screaming or my collapse. After the procedure was scheduled to be over, (B)(6) returned to the room and found me on the floor. He called for ems. This happened once before and the tech readjusted the helmet and my arm stopped moving. Showed broken down muscle indicate of a seizure. Also evidence I had bit my tongue. FDA safety report ID# (B)(4).